Manufacturer narrative:
Reference code no157z. Device name as univation xf tibia cemented t2 rm. Serial number n/a. Batch number 52067851. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 2014-09-10. Ref.code device name batch: no182z as univation xf femur cemented f3 rm 52052589. Nl471 univation f meniscal comp.t2 rm/lm 7mm 52067736. Investigation: no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation: there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: for this topic (univation loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with knee components. As a result of having the product implanted the patient has experienced knee pain, loosening and instability of the implant. The primary surgery occurred on (B)(6) 2014 and there was no reported revision surgery. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference (B)(4). Involved components: no182z(femur cemented f3 rm). No157z(tibial cemented t2 rm). Nl471(pe insert t2 rm/lm 7 mm). Associated medwatches: 2916714-2020-00449 and 2916714-2020-00451.